Event description:
The patient's ventilator started to alarm so the patient was removed from the vent and attempts were made to provide ventilation with an ambu-bag. The heat and moisture exchanger (hme) was removed from the vent circuit and hooked to the expiratory filter outlet on the ambu-bag. The other end of the hme was hooked to the ett. The expiratory port on the ambu-bag was left open and the patient did not receive the intended breaths as a result. Concern was noted the end of the hme fit in the expiratory filter.